Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium wherein the device had an issue of airflow back into side port and the patient suffered a possible air embolism and cerebrovascular accident which required unspecified surgical intervention. It was initially reported that during the procedure, when the catheter entered the inner sheath, air leakage happened due to poor connection between the inner sheath and the outer sheath. A second device was used to complete the operation and there was no adverse event reported on patient. Additional information was later received indicating air was not introduced into the patient as the physician performed maneuvers to eliminate bubbles. However, the patient has exhibited neurological symptoms since the procedure was completed and it was reported that ¿medical intervention¿ was required. It is believed the air leakage was caused by a loose connection of the inner and outer sheaths when the catheter entered the inner sheath.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4) on 8-dec-2022, the product investigation was reopened to process a correction as it was noticed that the following information was inadvertently omitted from the product evaluation details and has now been added and therefore missed in the 3500a supplemental medwatch # 1: ¿the functional test for air leakage could not be performed due to the valve dislodgment; however, this condition could be related to the air leakage reported. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. The air leakage issue was confirmed.¿ additionally, it was noticed the following statement was inadvertently omitted from the section h10 of the 3500a supplemental medwatch # 1: ¿the finding of hemostatic valve separation has been reviewed and determined to be an MDR reportable malfunction.¿

Manufacturer narrative:
It was initially reported that during the procedure, when the catheter entered the inner sheath, air leakage happened due to poor connection between the inner sheath and the outer sheath. A second device was used to complete the operation and there was no adverse event reported on patient. Additional information was later received indicating air was not introduced into the patient as the physician performed maneuvers to eliminate bubbles. However, the patient has exhibited neurological symptoms since the procedure was completed and it was reported that ¿medical intervention¿ was required. It is believed the air leakage was caused by a loose connection of the inner and outer sheaths when the catheter entered the inner sheath. Device evaluation details: on 3-nov-2022, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, microscopic examination, and functional test of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. No other damage was observed on the device or the dilator. The device was recognized and visualized in carto 3. No errors were observed. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The air leakage issue reported by the customer cannot be duplicated during the product investigation, however, the valve dislodged condition could be related to the reported customer experience. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).